Event description:
As reported by the user facility: brief inquiry description no downstream occlusion despite roller clamp closed and fluid backed up into bag causing it to balloon out. Detailed inquiry description event: patient called out to report IV antibiotic not running could not feel fluid infusing. Upon assessment of IV, antibiotic bag was observed to be overly expanded to the point of popping. Pump did not alarm at any time. On inspection it was found the rn did not open clamp when starting infusion. Clamp opened and antibiotic infused.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.